Manufacturer narrative:
This report is submitted september 26, 2018.

Event description:
Per the clinic, the patient underwent surgery to explant the device on (B)(6) 2018 due to incorrect electrode array placement (tip fold over), confirmed with x-ray imaging. The patient was reimplanted with a new device during the same surgery.